Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy procedure, the reload was blasting staple and it did not form well. It was also reported that the device was not fired completely and had an incomplete staple line in the distal area. The surgical time was extended by more than 30 minutes. There was unanticipated tissue loss and the issue was resolved by manual suturing.